Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It as reported that the customer performed a self-test on the insulin pump and the pump failed the self test. The blood glucose level of the customer was found to be 7.5 mmol/l. The customer was advised to revert to backup plan per health care provider instructions. The product will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement and self tests. However, the pump error 63 alarm was confirmed in the pump history due to a broken trace at the keypad assembly.